Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. The device's processor/bridge/pace board was replaced to resolve the problem. The device's interconnect system flex cable was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.